Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: mach 1. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a denovo lesion located in the non-tortuous, moderately calcified, 90% stenosed mid left anterior descending artery. The 2.0x15 mm mini trek rx balloon catheter was used for pre-dilatation and was inflated at 8 atmospheres for 10 seconds, twice. During the attempt to retract the balloon catheter from the anatomy, without any resistance felt, the hub separated from the device. The distal shaft was held in order to remove the device without issue from the patient. There was no resistance reported during advancement of the balloon catheter to the lesion. A 2.5x28 mm xience xpedition stent was then implanted in the lesion and post-dilatation was performed with the stent delivery system balloon. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for shaft detachment reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.